Event description:
Prior to use, a hole was noted on the mc. The transit ii microcatheter (mc) was used for supporting the non-cordis guidewire (gw, conquest, st jude medical). During prep, the gw was advanced inside the mc, but the physician noticed a hole in the catheter, approx 10 cm from the tip. The product appeared normal upon opening and removing from the packaging. The microcatheter was flushed prior to inserting the gw. There was no kink/compression was noted on the microcatheter prior to use. The gw was not being forced/pushed into the microcatheter, when the hole was noted. No resistance/friction was felt as advancing the gw into the microcatheter.

Manufacturer narrative:
The product is to be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.